Manufacturer narrative:
Summary: two fragments of a vdw.rotate 15.04 file 25 mm were returned. The involved file has broken in two places. Only the handle part and one of the fragments of the active part were returned. The broken tip is not available and could be still inside the canal. First breakage occurred at the tip (mixed conditions fatigue + torque); second breakage occurred at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. For information, we draw customer's attention to the fact that the involved file has broken twice. This means that the customer has used or went on using a file which had already broken a first time. Vdw.rotate files are manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu. We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that a vdw.rotate 25.04 4-files 25mm broke during use. Additional information received for this event is that broken part remained in the root canal. Unknown as of this MDR if the treatment has been concluded. Further information requested.